Event description:
Rep from abbott and supervisor had been "[invalid]ng" me along since implant in (B)(6) 2018. After more than 20 attempts to program my device, they told me there was nothing more that they could do. I had a positive result in the device trial, but not one drop of relief from the implant. In the interim, I had an intrathecal pump implanted, and after discussion with my pain management specialist, he suggested to try again with the model 3662 st. Jude's device to attempt to take advantage of the synergistic use of the two different treatments. I contacted their rep, and met him at the dr.'s office, and he tried to reprogram it, but he got a high impedance read on his screen, and told me it was no longer operable, and "bye". The device in one form or another malfunctioned, and I called the service line. First call, the tech told me that model device number had a recall, and had a sales director call me to see what he could do, and everyone wanted me to pay to fix the problem, and the next call to the tech, he changed his tune in line with sales, and now I have a device and surgery that cost me 10's of thousands of dollars, and thousands out of pocket for what I was told was a failed device that I was told would at least get me pain reduced enough to walk, but instead I've gotten no relief at all, and it has been dumped on my doorstep to fix the problem with another 12 plus however, long I live full of pain from an average of 7-10 in the pain scale all day every day. This is not an ethical way to practice medicine, unless you call treatment for profit gouging medicine. With pain, (B)(6). FDA safety report ID# (B)(4).